Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 13. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.